Event description:
The following was reported to hamilton medical ag: summary: tf 243004 (buzzer defect at startup). .

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective buzzer (mainboard). Correction: replacement of mainboard.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective buzzer (mainboard). Correction: replacement of mainboard. Hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: summary: tf 243004 (buzzer defect at startup). .